Event description:
A discordant high immulite 2500 estradiol assay result was obtained on initial and repeat testing when compared to the pt's clinical picture, previous test result, and another estradiol test method. The pt's estrogen dose was stopped based upon the discordant high estradiol results. There was no report of pt harm or adverse health consequences due to the discordant estradiol assay result.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for system eval. Analysis of the system by the fse indicates that the cause for the discordant high estradiol result is unk. The fse noted incubators jam on the error log and replaced the reagent and sample manifolds, however the service action was considered unrelated to the cause of the discordant result. Sample handling is suspect. The instrument is performing within specs.